Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that both of his vns therapy magnets were cracked and he was in need of replacements. He stated both of the actual magnets were cracked, and not just the cases, and that he did not know how either of them became cracked. Cracked magnets will not be available to MFR for product analysis.